Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four sets fell off events during use on date (B)(6) 2024. The infusion set was in use for 1-2 days for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-20113 - device 4 of 4.